Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by nephrologist and pharmacist from (B)(6) of aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. This is 1 of 2 reports by the same reporter. On (B)(6) 2010, at the end of the afternoon, the patient experienced cloudy effluent and pain in the right hypochondrium. The pain in the right hypochondrium was assessed as moderate. The dialysate was drained and the pain in the right hypochondrium resolved. The physician diagnosed the patient with aseptic peritonitis. The patient was not hospitalized. There was no break in aseptic technique, no exit site infection, the patient was very compliant with his treatment and diet, and did not routinely re-use supplies. The patient was not retrained. On (B)(6) 2010, the patient began remedial therapy with cefacidal (cefazoline, 1 g) and gentalline (gentamycine, 100 mg) ip (frequencies not reported) and during the remedial therapy the dialysate effluent was clear. On (B)(6) 2010, the patient experienced cloudy effluent . On (B)(6) 2010, remedial therapy with cefacidal and gentalline was stopped. On (B)(6) 2010, nutrineal was stopped. On (B)(6) 2010, the patient began remedial therapy with cefacidal 1 g and ceftriaxone 1 g (routes and frequencies not reported). On (B)(6) 2010, remedial therapy with cefacidal and ceftriaxone was stopped and the patient was treated with oral bactrim (sulfamethoxazole and trimethoprime). On (B)(6) 2010, remedial therapy with bactrim was stopped. On (B)(6) 2010, the patient received remedial therapy with ceftriaxone 1 g daily and vancomycine 1 g daily (route not reported). The outcome of the aseptic peritonitis was unknown. The reporter considered nutrineal as suspect .